Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pelvic pain") in a 24-year-old female patient who had essure (ess205) (batch no. 508291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and cystitis ("bladder infection"). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia and cystitis had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, urinary tract infection, migraine, headache, nausea and vaginal discharge outcome was unknown. The reporter considered cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hysterectomy (partial), infection (bladder/urinary tract/vaginal) type: uti, migraines / headaches, nausea, pain, vaginal discharge, bladder infection, patient did not underwent essure confirmation test were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pelvic pain/sharp pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 24-year-old female patient who had essure (ess205) (batch no. 508291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's previously administered products included for birth control: contraceptive pills from 2001 to 2002 and depo-shot from 2002 to 2003. Concomitant products included norethisterone (norethindrone), nsaid's since 2006, paracetamol (acetaminophen) since 2006 and sumatriptan since 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, 21 days after insertion of essure (ess205), the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2006, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2017 total hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia and cystitis had resolved and the uterine haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, urinary tract infection, migraine, nausea, vaginal discharge, depression, anxiety and abdominal pain outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal pain, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: on (B)(6) 2006, procedure: the essure device was dispensed first into the right tubal ostia with one coil trailing. Next, into the left tubal ostia with three coils trailing on (B)(6) 2017, CT abdomen and pelvis with contrast, impression: progressive hematoma in the uterine bed now 6.8 cm in dimension. Circumscribed hypodense collections along the right pelvic sidewall and in the cul-de-sac were also progressive compatible with seromas. Infected collections were not excluded. In between 2003 to 2005, patient used patch for birth control. Reason of discontinuation-pregnancy or suspected pregnancy. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming vaginal haemorrhage and menorrhagia) and also confirmed events pelvic pain, migraine and vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-sep-2018: pfs received. Following event : psychological or psychiatric problems condition: depression, mental anguish, abdominal pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pelvic pain/sharp pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 24-year-old female patient who had essure (ess205) (batch no. 508291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's previously administered products included for birth control: contraceptive pills from 2001 to 2002 and depo-shot from 2002 to 2003. Concomitant products included norethisterone (norethindrone), nsaid's since 2006, paracetamol (acetaminophen) since 2006 and sumatriptan since 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 21 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and headache ("migraines / headaches"). The patient was treated with surgery (on (B)(6) 2017 total hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, cystitis and abdominal pain lower had resolved and the uterine haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, urinary tract infection, migraine, nausea, vaginal discharge, depression, anxiety, abdominal pain and headache outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: on (B)(6) 2006, procedure: the essure device was dispensed first into the right tubal ostia with one coil trailing. Next, into the left tubal ostia with three coils trailing on (B)(6) 2017, CT abdomen and pelvis with contrast, impression: progressive hematoma in the uterine bed now 6.8 cm in dimension. Circumscribed hypodense collections along the right pelvic sidewall and in the cul-de-sac were also progressive compatible with seromas. Infected collections were not excluded. In between 2003 to 2005, patient used patch for birth control. Reason of discontinuation-pregnancy or suspected pregnancy. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming vaginal haemorrhage and menorrhagia) and also confirmed events pelvic pain, migraine and vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-dec-2018: pfs received: new event headache and cramping were added. Incident we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 24-year-old female patient who had essure (ess205) (batch no. 508291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's previously administered products included for birth control: contraceptive pills from 2001 to 2002 and depo-shot from may 2002 to 2003. Concomitant products included nsaid's since 2006, paracetamol (acetaminophen) since 2006 and sumatriptan since 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and cystitis ("bladder infection"). The patient was treated with surgery (on (B)(6) 2017 total hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia and cystitis had resolved and the uterine haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, urinary tract infection, migraine, nausea and vaginal discharge outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: on (B)(6) 2006, procedure: the essure device was dispensed first into the right tubal ostia with one coil trailing. Next, into the left tubal ostia with three coils trailing on (B)(6) 2017, CT abdomen and pelvis with contrast, impression: progressive hematoma in the uterine bed now 6.8 cm in dimension. Circumscribed hypodense collections along the right pelvic sidewall and in the cul-de-sac were also progressive compatible with seromas. Infected collections were not excluded. In between 2003 to 2005, patient used patch for birth control. Reason of discontinuation-pregnancy or suspected pregnancy. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming vaginal haemorrhage and menorrhagia) and also confirmed events pelvic pain, migraine and vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pelvic pain/sharp pain') in a 24-year-old female patient who had essure (ess205) (batch no. 508291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included anemia, acute bronchitis and kidney infection. On (B)(6) 2006, procedure: the essure device was dispensed first into the right tubal ostia with one coil trailing. Next, into the left tubal ostia with three coils trailing on (B)(6) 2017, CT abdomen and pelvis with contrast, impression: progressive hematoma in the uterine bed now 6.8 cm in dimension. Circumscribed hypodense collections along the right pelvic sidewall and in the cul-de-sac were also progressive compatible with seromas. Infected collections were not excluded. In between 2003 to 2005, patient used patch for birth control. Reason of discontinuation-pregnancy or suspected pregnancy. Previously administered products included for birth control: contraceptive pills from 2001 to 2002 and depo-shot from 2002 to 2003. Concurrent conditions included lightheadedness, vomiting, back pain, sinus infection, sore throat, tendinitis, vaginal erythema, vaginal candidiasis, recurrent abortion, nose bleeds, diarrhea, tooth pain and micturition burning. Concomitant products included amitriptyline, ibuprofen, norethisterone (norethindrone), nsaids since 2006, omeprazole, paracetamol (acetaminophen) since 2006 and sumatriptan since 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 21 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), menstrual disorder ("persistent menstruation issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and headache ("migraines / headaches"). The patient was treated with surgery (on (B)(6) 2017 total hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, cystitis and abdominal pain lower had resolved, the uterine haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, urinary tract infection, migraine, nausea, vaginal discharge, depression, anxiety, abdominal pain and headache outcome was unknown and the dysmenorrhoea was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the essure device was dispensed first into the right tubal ostia with one coil trailing. Next, into the left tubal ostia with three coils trailing. In between 2003 to 2005, patient used patch for birth control. Reason of discontinuation-pregnancy or suspected pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: progressive hematoma in the uterine bed now 6.8 cm in dimension. Circumscribed hypodense collections along the right pelvic sidewall and in the cul-de-sac were also progressive compatible with seromas. Infected collections were not excluded. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming vaginal haemorrhage and menorrhagia) and also confirmed events pelvic pain, migraine and vaginal bleeding, fatigue, migraine, urinary tract infection, vaginal discharge, anxiety, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received: event outcome of dysmenorrhea (cramping) was updated from unknown to recovering/resolving. Patients aka name added. Fu 11 and 12 processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 24-year-old female patient who had essure (ess205) (batch no. 508291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and cystitis ("bladder infection"). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia and cystitis had resolved and the uterine haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, urinary tract infection, migraine, nausea and vaginal discharge outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: on (B)(6) 2006, procedure: the essure device was dispensed first into the right tubal ostia with one coil trailing. Next, into the left tubal ostia with three coils trailing on (B)(6) 2017, CT abdomen and pelvis with contrast, impression: progressive hematoma in the uterine bed now 6.8 cm in dimension. Circumscribed hypodense collections along the right pelvic sidewall and in the cul-de-sac were also progressive compatible with seromas. Infected collections were not excluded. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming vaginal haemorrhage and menorrhagia) and also confirmed events pelvic pain, migraine and vaginal bleeding. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received. Reporter information, patient¿s lab data updated. Event uterine haemorrhage was newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("persistent menstruation issues"). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Company causality comment incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.